Event description:
It was reported that the left ventricular (lv) lead dislodged after initial implant and there was high thresholds due to anatomy placement. The lv lead was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD)  battery lasted less than the expected longevity due to high outputs on the lv lead. The right atrial (ra) lead was cut was accidentally cut during device changeout. The device and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 439688, implantable pacing lead, implanted: (B)(6) 2012, product ID: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).